Manufacturer narrative:
On (B)(6) 2018 - customer reported that device was just vibrating and not sucking. Note, complaint was originally classified as "pump not working." On 03/27/2019 - engineering notified quality via email that customer dhs device (s/n) (B)(4) had a slightly damaged q5 damaged chip. On 03/28/2019 - pump reclassified as "smoking - pump."

Event description:
On (B)(6) 2018 - customer reported that device was just vibrating and not sucking. Note, complaint was originally classified as "pump not working." On 03/27/2019 - engineering notified quality via email that customer dhs device (s/n) (B)(4) had a slightly damaged q5 damaged chip. On 03/28/2019 - pump reclassified as "smoking - pump."